Event description:
The customer reported via phone call that the insulin pump sustained damage to the reservoir compartment. The customer stated that the round lining that holds the insulin in had broken off, and the insulin would not stay in the insulin pump any longer. The customer's blood glucose was 330 mg/dl. The customer was unsure how the damage had occurred, as she noted that the device had neither been dropped nor bumped. She stated that there were pieces falling off of the reservoir compartment and the reservoir compartment's entire o-ring fell off as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, cracked reservoir tube, broken reservoir tube lip, broken belt clip, minor scratches on the display window, missing end cap sticker, and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.